Event description:
The customer originally called to report no delivery alarms and a blank display on the insulin pump. The customer later called back to report that she had been hospitalized for high blood glucose readings two weeks earlier. No blood glucose readings were reported in regards to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.